Manufacturer narrative:
Date of event and explant are estimated. During processing of this incident, attempts were made to obtain complete event and patient information, such as, date of explant and patient weight. Further information was requested but not received.

Event description:
It was reported, the patient's lumbar scs system was explanted due to an infection. IV antibiotics were prescribed and the wounds were flushed to treat the course of the infection. Additionally, it was reported the drg system is infected as well. As a result, intervention is pending to address the issue.

Event description:
Additional information indicates, the patient's infection has resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates, the scs system was explanted on (B)(6) 2024, and the drg system was explanted the month of (B)(6) 2024.